Event description:
It was reported that the tip of the instrument was broken. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the MFR for evaluation. We are unable to determine the cause of the event.